Event description:
It was reported that the patient presented for remote follow up via (B)(6) with the implantable cardioverter defibrillator exhibiting post-paced t-wave over-sensing. Programming interventions were discussed; however, no interventions were reported. The patient was in stable condition.

Event description:
New information received notes that programming changes were made. There were no patient consequences.